Event description:
A customer contacted beckman coulter inc. (Bec) reporting indeterminate (ind) flagged patient results generated by the access 2 immunoassay system. No sample results were reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event. During troubleshooting with bec hotline, the instrument's reagent pack inventory was checked and it was determined that the customer had misloaded a reagent pack on the instrument. Hotline noted that there were 2 ckmb reagent packs stored in the reagent carousel per the instrument software; there was 1 with 35 tests remaining and 1 with 50 tests remaining. When hotline instructed the customer to remove the first ckmb pack with 35 tests remaining it was discovered that there was no reagent pack in that reagent carousel location.

Manufacturer narrative:
The customer confirmed that all other reagent pack locations on the reagent carousel were correct and the customer confirmed that the misloaded/missing ckmb reagent pack was cleared from the instrument software and had been discarded. The customer ran patients and qc on fresh ckmb pack which was all in range and no further issues were noted.